Event description:
No additional information provided.

Manufacturer narrative:
The batch history record (DHR) analysis was conducted, maintenance records and quality notifications were checked, and no potentially related records to this defect were found. Through the photo, it was not possible to confirm the reported incident. We are following the abnt nbr iso 7886-1:2020 standard ¿ note 2 ¿ regarding the lubricant that surfaces on the syringe barrel. We evaluated the provided photos and the retention samples according to the measurement system analysis (msa) and did not find any pieces with excessive silicone. In the line that performs the syringe assembly process, the pieces are inspected every 2 hours through visual methods and functional tests. Bd's processes are validated in accordance with the established standards, maintaining their quality through periodic inspections with statistical guarantee. As this is the first complaint for the batch, not exceeding the acceptable quality notification (nqa) limit, and no maintenance orders or quality notifications were verified, in addition to the absence of samples for evaluation of the possible root cause, the incident identified from this complaint will be monitored for trend evaluation.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe plastipak 3ml s/su had foreign matter. The following information was provided by the initial reporter translated from portuguese to english: I bought a box of hypodermic syringes ref: 990174. When I applied the medicine, I noticed that the tip of the plunger had some kind of liquid on it. I asked the seller, who told me it was a lubricant that comes in the syringe. I'd like to know if that's what it is, or if it's a defect in the syringe? I've attached the photo samples. Additional information received on april 1, 2025: batch number of the reported event? Batch: 4170596, fab 2024-07. Could you share the photo samples of the reported event? Is there any impact on the patient? There was no impact on patients. Medication applied for self or for patient? The medication was for myself. Is the sample related to this incident available for analysis? The sample is available. Date of occurrence of the event in dd/mm/yyyy? Occurred on 24/03/2025.